Event description:
It was reported that after a dexcom g7 sensor expired and insulin was unavailable, the ilet displayed dosing stopped and the user did not revert to alternative therapy until insulin and sensors were obtained; support then assisted with g7 pairing and a full supply change, after which glucose readings appeared elevated at 313 mg/dl and later decreased to 261 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure of not reverting to alternative therapy in a timely manner once ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.